Manufacturer narrative:
Initial reporter reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the ventilator was failing the electrical safety test. Reportedly, it was under the test limit of 200 ohm. There was no patient involvement. There was no report of patient or user harm. The device is still pending repair. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to the repair quote sent for this device. The quote expired and no repair was performed. If the customer approves the quote or any new information is provided, the complaint record will be re-opened and a supplemental report will be submitted.